Manufacturer narrative:
(B)(4). Batch # m91m4t. Event date: unknown, assumed first day of month that complaint was reported. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. The device was cycled and one clip did not fully advance into the jaws due to dried body fluids and due to this condition, one clip with gap was formed. The next two clips were fed and formed as intended; finally the instrument locked out. The device was disassembled in order to evaluate the condition of the internal components and upon disassembling, excessive dried body fluids were noted. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw, which have caused the clip gap condition. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed multiple times. Another like device was used to complete the procedure. There were no adverse consequences for the patient.